Event description:
It was reported that the patient was suffering sycnopal episodes. The patient's right atrial (ra) lead was displaying high impedance and high threshold through the implantable pulse generator (ipg). However, the lead was working appropriately when hooked up through the analyzer. It was felt that there might be a possible header issue, so the ipg was explanted and replaced instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.